Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with downloaded data indicating low glucose percentages and indications of missed meal announcements; attempts to complete the blood glucose questionnaire were unsuccessful, and no alerts or alarms were reported. Symptoms included low blood glucose events. Outcomes included no hospitalization, no long-term impairment, and no required medical or surgical intervention. Investigation included review of device-reported glucose metrics and attempts to obtain additional history from the patient. Investigation of this case revealed a history of recurrent hypoglycemia predating ilet use and potential user-related factors such as missed meal announcements, with no evidence of device malfunction. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that troubleshooting and education were completed with follow-up attempts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.